Manufacturer narrative:
Corrected data: h6 (health effect - impact code). This complaint has been reassessed based on the existing information provided by the healthcare professional to the manufacturer. It was determined that this event does not fulfill reporting requirements per 21cfr803. There is no indication to suggest that a serious injury has occurred per the definitions outlined in sec. 803.52, nor a product malfunction that could lead to a serious injury if it were to recur. Based on the existing information, the clinical root cause of the reported instability cannot be definitely concluded. The current patient status and any planned or performed interventions remain unknown. Further patient impact cannot be determined. Should additional information is received, the complaint will be reopened.

Event description:
It was reported that, after a tka surgery had been performed on an unknown date, the patient experienced instability of the operated knee. No further details available at this moment. Current health status of patient is unknown.

Manufacturer narrative:
Internal complaint number: (B)(4).